Event description:
Iabp inserted 1/6/97 12:30 p,. 1/7/97 at 12:20 am dark blood found in helium gas tubing. Tubing immediately clamped off and md contacted. Pt did well after removal of iabp. No apparent harm to pt as a result of the balloon rupture.